Event description:
It has been reported to philips the device doesn't charge. The dealer has tried multiple different chargers and still doesn't charge.

Manufacturer narrative:
Health impact grid updated.